Event description:
Reportable based on device analysis completed on (B)(6) 2018. It was reported that balloon inflation failure occurred. Vascular access was obtained via the radial artery. The 90% stenosed, eccentric target lesion was located in the severely tortuous and moderately calcified circumflex artery. A 3.00 x 16mm synergy ii drug-eluting stent was advanced though a 6fr guide catheter but was unable to be inflated. The syringe was changed but the balloon still failed inflation. The device was removed and the procedure was completed with another 3.00x16mm non-bsc stent. No patient complications were reported and the patient status was stable. However, returned device analysis revealed a stent damage. Synergy ous mr 3.00 x 16mm stent delivery system (sds); 2115038-033 was returned for analysis. A visual and microscopic examination of the crimped stent found damage to the stent. The most proximal and the most distal stent struts were damaged with stent struts lifted and pulled in a distal direction. The undamaged crimped stent outer diameter (od) was measured and is within max crimped stent profile measurement. The balloon was reviewed. The proximal balloon cone appeared to be slightly opened. The device was loaded onto the recommended 0.014 guidewire. An attempt was made to inflate the balloon; however, the balloon did not inflate. The device was then placed into the water bath at 37 degrees to soften any hardened medium in the inflation lumen. A further attempt was made to inflate the balloon however the device leaked from the lasercut region of the hypotube and was unable to be inflated. The inflation device was verified before and after use using a pressure gauge. A visual and tactile examination of the hypotube found no issues. The hypotube laser cut region was kinked and damaged 105mm proximal to the port bond. A visual and tactile examination of the inner and outer shaft polymer extrusion revealed no issues. The mid-shaft extrusion covering the hypotube laser cut region was broken at the site of the hypotube laser cut region kink and damage. It appeared the damaged hypotube laser cut region tore extrusion. The extrusion was partially broken, it had not separated completely. A red blood like substance was noted inside the inflation lumen. A visual and microscopic examination of the tip found no issues. No other issues were identified during the product analysis.